Event description:
It was reported that during a colectomy surgery, the device could not fire farther after fired a little. Changed to the new one to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2023. D4: batch # 601a88. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received with proximal 6 drivers up without staples, the remaining drivers down with staples present, and the cartridge deck damaged. The returned reload had the swing tab in the locked position. No functional test was performed due to the condition of the reload. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife during device firing, prior to reloading the device, clean in sterile solution and then wipe the anvil and reload channel to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 601a88, and no non-conformances were identified. The lot#625a93 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment.